Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a procedure, the surgeon had some problems loosening the nail from the inserter, especially in the presence of blood. The ten is completely stuck in the inserter and cannot be removed. This did not cause a significant prolongation as another inserter was available during the surgery.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Device has been received and the product evaluation is in progress at this time. A DHR review was conducted and revealed that the product conformed to all requirements.

Manufacturer narrative:
Device used for treatment and not diagnosis. The following function test did show that the inserter is functional as required and that it is possible to tighten and loose a nail as required. We are not able to determine the exact cause of this occurrence. We found that the nail was bent in front of the chuck and that there are also heavy stress marks visible. Next to that the anodization layer of the nail is worn out where the chuck was attached. This indicates that high forces were applied onto these devices and that possibly the nail did spin in the chuck, which can lead to a jamming of the nail. The manufacturing documents were reviewed and no complaint related issues were found.